Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator (pn rfg-nt-2000 sn (B)(6)) was received for evaluation at tech center. Visual inspection of the returned device verified the connectors, switches, and labels had no physical damage. The returned generator was powered on and the generator successfully booted to the menu application. The field reported event was not reproducible as the stop button functioned as intended. The stop button was able to interrupt a lesion and the generator prompted the user to disconnect all patches and power off. Further inspection confirmed a functional test was successful. Target temperatures were reached while consistent impedance and voltage readings were observed. A review of the inspection results for this serial number confirmed that no non-conformances were identified that are related to the reported event. Based on the information provided and investigation performed, the root cause cannot conclusively be determined as the field reported event was not reproducible.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The stop button did not function while lesioning. Multiple attempts were made to gather further information, however no response has been received.